Manufacturer narrative:
The device was returned for analysis. There was a hypotube separation 48.1cm distal of the strain relief. The hypotube fracture surface of the hypotube separation was ovaled indicating the hypotube was kinked prior to separation.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary vessel. A 2.50mmx12mm maverick 2 balloon catheter was advanced for dilatation. However, the delivery shaft was fractured. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported that the device was removed intact from the patient's body and was removed by the physician directly.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary vessel. A 2.50 mm x 12 mm maverick 2 balloon catheter was advanced for dilatation. However, the delivery shaft was fractured. The procedure was completed with another of the same device. There were no patient complications reported.